Event description:
It was reported on (B)(6) 2025, that the c-arm switches on a 3 dimensions mammography system will, on occasion, get stuck and the c-arm will continue to rotate after the switch is released. A field engineer examined the equipment and adjusted the spacing on the switches which now allows them to move freely. The field engineer confirmed that the system is now working in accordance with manufacturer specifications. No patient or user injury reported.

Manufacturer narrative:
An investigation was completed: it was reported that on april 16th, 2025, the rotation button would stick, and the c-arm continued to rotate once the button was released. A field engineer (fe) examined the equipment and found the switch actuator seemed to be rubbing against the rear of the c-arm, causing the rotary switch to intermittently stick or hesitate when used. The fe adjusted the spacing on the rotary switch to resolve the issue. There were no reported patient or user injuries, and no additional information is available. A review of this device history showed that the issue did not return after the rotary switch was adjusted. The rotary switch was not replaced; therefore, no parts were returned for further investigation. The rotary switch was 62 days old at the time of adjustment. The part was not returned for further investigation. The probable cause of the uncommanded movement is due to the insufficient adjustment of the rotary switch. This caused insufficient clearance, or sticking when the rotary switch was rotated. To restore proper function, the spacing was adjusted between the rotary switch and the c-arm, allowing for free rotation of the rotary switch. Further investigation could not be performed as the part was not returned. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. The root cause of the rotary switch failure was determined to be due to inadequate adjustment of the rotary switch. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for (B)(6) showed no additional complaints for uncommanded c-arm movement related to the rotary switch. The complaint review identified the rotary switch was original to the system therefore, the DHR was reviewed. There was no discrepancy related to the rotary switch. The rotary switch was installed on this gantry with no issues noted. System product code: 3dm-sys-std. Serial number: (B)(6). System manufacture date: 14feb2025. System installation date: 21mar2025. Unique device identified (UDI): (B)(4).